Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic endoscopic removal of the left lung, while being applied to the bronchus, there was a problem unloading the device, wherein the blade did not roll back, therefore the staple could not be unloaded. New devices were used in order to complete the case. There was no patient injury.